Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump infused an incorrect infusion volume. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported that the pump infused an incorrect infusion volume. There was patient involvement but no harm.

Event description:
It was reported that the pump infused an incorrect infusion volume of sodium chloride 3%. Intended rate was 15ml/hr. There was patient involvement but no harm.

Manufacturer narrative:
Correction : date of event, describe event or problem. Omit : a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable, b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: unique identifier (UDI) #, medical device serial #,device available for eval?, returned to manufacturer on, concomitant med prod data, device return to manuf .?, device eval by manufacturer?, if other specify, device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd